Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Occurrence date: (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient using a large volume intermate filled with 200 ml of meropenem solution experienced an underinfusion. There was no patient injury or medical intervention associated with this event. No additional information is available.